Event description:
It was reported the lead exhibited abnormal amplitude. In the past, the trend has been 11-22mv. Now the amplitude is measuring 2.8mv. The patient is enrolled in the system longevity study. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.